Event description:
It was reported that during a routine follow-up, device exhibited a remaining longevity of 5-6 months to eri. The longevity recorded 8 months previous was two years. A longevity calculation was performed and it was determined that the current longevity was found to be accurate. Device remains implanted.

Manufacturer narrative:
Evaluation description included. The reported diagnostic anomaly was confirmed in the laboratory. The device was tested on the bench and no anomalies were found. It is believed the cause of the diagnostic anomaly was due to a programmer software anomaly.

Event description:
New information received states the device was explanted and replaced due to eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.